Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained rv oversensing and vf episodes were noted via remote transmission. The patient received multiple inappropriate hv therapies due to oversensing of lead noise. The lead was capped and replaced.